Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "add gel/replace belt" and "adjust belt" messages) has been confirmed. As received the belt was unable to pass incoming functionality testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the wires in the cable. The cause of the failure was the strained cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported the belt had a damaged cable and that a patient was receiving "add gel/replace belt" and "adjust belt" messages.